Event description:
The pt contacted animas alleging that the keypad button presses did not activate desired pump functions. The pt claimed that the keypad buttons were sticking and that it would take several pushes of the buttons for the pump to respond. The pt claimed that the keypad was not damaged. The pt also denied that the device was exposed to water or cleaning products.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up, down, and ok button presses. The up, down, and ok keypad buttons also required excessive force for the pump to respond. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts were also observed to be inverted and were not always springing back. In addition, the up and down keypad buttons were observed to be misaligned. The keypad appeared to be intact with no lifting or peeling.